Manufacturer narrative:
Continuation of concomitant medical products: product ID: 978b128, lot#: va2kcyw, explanted: (B)(6) 2022, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-dec-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since implant the patient felt it was working but not effectively. They do not feel control when coming from outside. The situation is a little bit better than before. They did not have much control when waking up, taking a nap or coming in from outside. Patient can see now they are losing therapeutic effect and asked for help increasing the stimulation. Patient reported that they have not used their external devices since implant because they wanted to forget. The doctor who implanted the device inserted the lead in the wrong position and hit a nerve and patient was dying in pain. During the surgery patient was screaming in pain because they did not give patient enough anesthesia. Patient saw a new doctor who took an x-ray and said the lead was misplaced and was on the wrong program and had hit a wrong nerve that was higher than intended target. The new doctor replaced the lead and moved the ins as well because whenever patient moved it felt like a piece of glass under their skin and was also very close to the surface. Troubleshooting was unable to be performed as patient did not have external devices charged. The caller was redirected to patient services after charging external devices.

Event description:
Additional information was received. The patient repeated therapy issue about not having as much control as listed in the initial call and asked for programming direction. General programming guidance was reviewed and during the call the patient made a slight increase in the setting. The patient will monitor symptoms for a few days before making any further adjustments. The patient also mentioned that about a month ago they started a new medication to help manage blood sugar under the direction of their primary care physician.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2kcyw implanted: n/a explanted: (B)(6) 2022 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they have no control when they take a nap or when they've been out and they just get home. Pt states they end up splashing on the bathroom floor and can't control their bladder. Pt states they've tried increasing stim but that doesn't help and they've also put a call into their doctor but are waiting on a call back. Pt services walked pt through how to switch programs and recommended following up with doctor. Pt confirmed currently stim is comfortable and in bike seat area on the new program. Pt services also reviewed guidelines for electrocautery and recommended doctor call in for guidelines on this.